Event description:
It was reported that a ventricular lead warning was triggered due to low impedance on the right ventricular (rv) lead. A polarity switch occurred, but following the polarity switch the patient had multiple ventricular high rate episodes due to oversensing. It was further reported that r-waves were low. The lead remains in use but was to be programmed to unipolar pacing and bipolar sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2009; 4068 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was subsequently reported that the right ventricular (rv) lead was capped and replaced due to low pacing impedances in bipolar mode, indicating a possible bipolar conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.